Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a feeding tube placement procedure. The procedure date is unknown. It was reported that when the physician pulled the peg tube through the stomach, the pull wire broke. The physician used a new wire and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): imdrf device code a0401 captures the reportable event of pull wire broken.